Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit properly onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The user removed the o-ring and the current cartridge would still be "sticking out". The customer¿s blood glucose (bg) level was not impacted. During a follow-up, it was reported that the customer would inspect for any additional o-rings but that the pump was functioning as intended at the time of the follow-up.